Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged and bent cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level increased to 18.3 mmol/l (329 mg/dl) while wearing the pod for approximately 25 to 36 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. Additionally, the patient reported that upon removal they noticed the pod was wet with insulin and the cannula appeared bent. The patient removed the pod.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed and adhesive pad fully attached to the bottom housing. No damages or defects were observed that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. The cannula was observed to be bent. The timing and cause of this damage could not be determined. The pod data showed no evidence of struggle in the drive mechanism that would indicate a failure to deliver insulin. The pod was received with the soft cannula deployed. A leak test was conducted successfully, no leaks were observed.